Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 02/2024).

Event description:
It was reported that during the procedure, the pta balloon allegedly detached from the shaft. There was no reported patient injury.

Event description:
It was reported that after the procedure, the pta balloon allegedly got detached from the shaft. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a sample evaluation was not performed as the device was not returned, but 1 electronic photo was provided for review. The photo shows an atlas gold and a dorado device. The balloon and a portion of the inner lumen are noted to be detached from the rest of the catheter shaft. The balloon refold tool is over the middle segment of the balloon. Therefore, based on the photo review, the detachment can be confirmed. Per the reported event details, the user performed testing on the device post procedure that led to the detachment. The detachment did not occur during use of the device. It is unknown the exact testing the user performed on the device. Therefore, the cause of the detachment is likely due to the testing performed by the user. A definitive root cause of the detachment could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.